Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device intermittently displayed a "exhalation system fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product has been received and a follow-up report will be provided when the investigation is completed.